Event description:
It was reported that it was not possible to charge the device before implant. An error message occurred on the charger. Charging with a different recharger was attempted but was also not possible. Charging an old device with the same charger was possible. It was expected the device was lying wrong in the package. After opening the package it was still not possible to charge the device. The device should be charged before implant but it was not possible to get contact between the recharger and the device. A different non rechargeable system was implanted. The pt needed a rechargeable system due to high energy usage. The pt was ok but will have to come back after one yr for a new replacement.